Event description:
It has been reported that the physician implanted the device in 2009. Approx two months later, the physician re-operated to adjust and re-suture the originally implanted device.

Manufacturer narrative:
The device was adjusted and re-sutured, not explanted. Therefore, the device will not be returned to the manufacturer for a physical investigation to determine failure mode. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not considered abnormal for this device. If additional information becomes available, it will be submitted in a supplemental report.